Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced an injury while wearing the lifevest. The skin irritation was described as a sore that had a "flesh eating" bacteria. The patient reported undergoing skin grafts. Follow up was completed and the sore on the patient's back was improved with no pain.